Manufacturer narrative:
A ge rep replaced the lemo receptacle and verified proper operation before returning to svc. System functions as intended.

Event description:
Customer reported the system would not fluoro. No pt injury was reported.